Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient reprocessing or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was not returned for evaluation. An olympus representative visited the site to investigate the reported event. During the site visit of olympus representative, a black residue like mold was found on the tube of the water tank (maj-901). When water was sent into the tube of the water bottle lid using a syringe, a black residue came out according to the facility staff. To date, no patient health damage has been confirmed. The facility according to customer will replace the water tank with a new one. The investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during the pre-inspection of the device air/water supply, a small black residue (powder like) came out from the tip of the device. The intended procedure was a diagnostic nasal endoscopy, which was completed using the same set of equipment. No patient injury reported. There is no patient infection or harm associated on this report.